Event description:
It was reported that the patient was having bowel issues when stimulation was on and was not having pain relief. The patient underwent an explant procedure. The patient was doing well and the explanted ipg was kept by the medical facility.